Event description:
Reporter indicated that the handheld device would freeze on the "interrogation successful" screen. Reset of the handheld device would resolve this issue, however, the screen would continue to occasionally freeze upon use and the physician requested a new handheld. A replacement handheld was sent to the physician and his handheld device was returned to the manufacturer for analysis. The screen freeze was confirmed and is due to a computer software error. No other anomalies were identified with either the returned handheld or software.